Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing of non-physiological noise. Technical services (ts) analyzed device episode data and found three previous untreated episodes with oversensing of the noise as well. The inappropriate shock occurred while programmed in the alternate vector. An x-ray was recommended to check for pocket fracture then device replacement as soon as possible. The patient was tested in clinic and the noise was reproduced with minimal movement in both alternate and secondary vectors. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.